Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a cardiovascular procedure on (B)(6) 2019 and suture was used. The suture broke away from the needle whilst under tension. The event occurred when they were suturing a vein on to one of the coronary arteries. Another device was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/29/2020. A manufacturing record evaluation was performed for the finished device batch pbj936 and no non-conformances were identified.